Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine. It was reported that images from the imaging (o2) system would not auto transfer to the navigation system. The first image did. The images were not in a CT procedure. He stated the 3d spin did have the nav tag. They rebooted the o2 and tried manually pushing images with no resolve. They then rebooted the navigation system to try and manually push images. It stated waiting for exam to be transferred for some time and the images never came over. Site chose to proceed without navigation. The site experienced less than 1 hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
Patient identifier, patient age, and patient gender received. Patient weight was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A medtronic representative spoke with the site and it was determined that it was a user error. No checkout was needed as a result. It was noted that the site has since used the imaging system paired with the navigation system after this reported event and it has had no issues.